Event description:
The end user reported having a red irritated area under tape collar at the 0900 position to the stoma.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user had discarded the product box. She informed on the use of the accessory products. She stated that she uses stomahesive powder. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.